Manufacturer narrative:
The device was received for evaluation. During functional testing, speaker audio is distorted was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be speaker was failing. The speaker requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump's speaker audio was distorted, speaker possibly blown found upon device power up. There was no patient involvement. No additional information is available.